Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforate my tube') and device expulsion ('migration/ my coil migrated after 5 years/ coil migrated and it was in uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine. Previously administered products included for migraine: imitrex. Past adverse reactions to the above products included nausea with imitrex. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("back pain"), urticaria ("hives rash/ hives/rashes"), arthralgia ("joint pain"), headache ("headache"), alopecia ("hair loss") and migraine ("migraine"), was found to have a pregnancy with contraceptive device ("got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed. And surgery to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, nausea, back pain, urticaria, arthralgia, headache, alopecia, weight increased and migraine outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, device expulsion, fallopian tube perforation, headache, migraine, nausea, pregnancy with contraceptive device, urticaria and weight increased to be related to essure. The reporter commented: her coils were easily placed and still she had a migration and got pregnant after 5 years. Cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: got pregnant and migration, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event migraine was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforated my left tube and migrated to my uterus') and device expulsion ('migration/ my coil migrated after 5 years/ coil migrated and it was in uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for migraine: imitrex. Past adverse reactions to the above products included nausea with imitrex. Concurrent conditions included migraine. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("back pain"), urticaria ("hives rash/ hives/rashes"), arthralgia ("joint pain"), headache ("headache"), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue") and rash ("rashes"), was found to have a pregnancy with contraceptive device ("got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed. And surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, nausea, back pain, urticaria, arthralgia, headache, alopecia, weight increased, migraine, fatigue and rash outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, device expulsion, fallopian tube perforation, fatigue, headache, migraine, nausea, pregnancy with contraceptive device, rash, urticaria and weight increased to be related to essure. The reporter commented: her coils were easily placed and still she had a migration and got pregnant after 5 years. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: got pregnant and migration, migraine, fatigue, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforate my tube') and device expulsion ('migration/ my coil migrated after 5 years/ coil migrated and it was in uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine. Previously administered products included for migraine: imitrex. Past adverse reactions to the above products included nausea with imitrex. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("back pain"), urticaria ("hives rash/ hives/rashes"), arthralgia ("joint pain"), headache ("headache") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed. And surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, nausea, back pain, urticaria, arthralgia, headache, alopecia and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device expulsion and pregnancy with contraceptive device with essure. The reporter considered alopecia, arthralgia, back pain, fallopian tube perforation, headache, nausea, urticaria and weight increased to be related to essure. The reporter commented: her coils were easily placed and still she had a migration and got pregnant after 5 years. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: got pregnant and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new reporter added, new events added (hair loss, weight gain). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforated my left tube and migrated to my uterus') and device expulsion ('migration/ my coil migrated after 5 years/ coil migrated and it was in uterus') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for migraine: imitrex. Past adverse reactions to the above products included nausea with imitrex. Concurrent conditions included migraine. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("back pain"), urticaria ("hives rash/ hives/rashes"), arthralgia ("joint pain"), headache ("headache"), alopecia ("hair loss"), migraine ("migraine"), fatigue ("fatigue") and rash ("rashes"), was found to have a pregnancy with contraceptive device ("got pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed. And surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, nausea, back pain, urticaria, arthralgia, headache, alopecia, weight increased, migraine, fatigue and rash outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, arthralgia, back pain, device expulsion, fallopian tube perforation, fatigue, headache, migraine, nausea, pregnancy with contraceptive device, rash, urticaria and weight increased to be related to essure. The reporter commented: her coils were easily placed and still she had a migration and got pregnant after 5 years. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: got pregnant and migration, migraine, fatigue, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events - rashes and fatigue were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil perforate my tube'), device expulsion ('migration/ my coil migrated after 5 years/ coil migrated and it was in uterus') and pregnancy with contraceptive device ('got pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine. Previously administered products included for migraine: imitrex. Past adverse reactions to the above products included nausea with imitrex. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), back pain ("back pain"), urticaria ("hives rash"), arthralgia ("joint pain") and headache ("headache") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, nausea, back pain, urticaria, arthralgia and headache outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for device expulsion and pregnancy with contraceptive device with essure. The reporter considered arthralgia, back pain, fallopian tube perforation, headache, nausea and urticaria to be related to essure. The reporter commented: her coils were easily placed and still she had a migration and got pregnant after 5 years. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: got pregnant and migration. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: reporters information updated new events: nausea , back pain were added. Event: migration/ my coil migrated after 5 years were updated to migration/ my coil migrated after 5 years/ coil migrated and it was in uterus. On 2-dec-2019: social media received:reporters information updated . New events: hives rash, joint pain , headaches were added. On 2-dec-2019: social media received: reporters information updated .new events:coil perforate my tube were added. On 3-dec-2019: social media received: reporters information updated . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.